Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was failed the air detector. This was determined to be a reportable issue. The air detector was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to a false air in line alarm. Upon physical inspection, it was confirmed that the pump failed to detect water in the tubing. Further investigation revealed a buckled upstream occlusion seal. The event occurred during testing.